Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip, cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads, cracked lcd window and cracked keypad overlay. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Unit passed rewind, prime/seating, basic occlusion and force sensor test. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring had crack. Customer reported that there was physical damage to the insulin pump's retainer ring and the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.